Manufacturer narrative:
The device was received for evaluation along with a photograph of the sample. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. However, during visual inspection of the provided photographic sample, a brown particulate was observed in the tubing. The reported condition was verified. However, the particulate was not found in the actual sample. Therefore, the cause of the condition could not be determined; however, the most probable cause was due to burned resin from the extrusion process during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp extension set had a black floating particle in the tubing. This was found during preparation, while mixing a dose with dextrose 5% solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.